Event description:
It was reported that during (B)(6) 2009 the patient underwent transvaginal tape, bladder sling, urethral suspension, and cystocele repair procedures. The patient experienced erosion, shrinkage, and extrusion of mesh from one or more of the mesh devices, causing urinary retention, persistent pain, dyspareunia and numerous surgical procedures to remove the mesh devices. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure, dyspareunia. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.